Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the connecting tube was corrugated, the angulation in the up direction was out of standards due to the worn angle wire, the suction cylinder was peeled, the flexibility adjustment did not function due to a deformed flexibility adjustment ring, waterproof failed due to a deformed up/down and right/left knobs, the s-cover was dirty, the light guide bundle did not work normally, the insulation resistance value of the distal end was out of standard since the c-cover was missing, and there was a gap on the rubber adhesive. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that angulation of the cf-h1701 colonovideoscope was reduced. The issue was found when preparing the device for a diagnostic procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that there was foreign material coming out of the auxiliary water channel since it was blocked. The report is being submitted due to foreign material coming out of the blocked channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. It was not reported that auxiliary water channel was deformed or damaged. The user conducted reprocessing in accordance with the instructions for use (IFU). Therefore, the suggested phenomenon could not be presumed further. Olympus will continue to monitor field performance for this device.